Event description:
On (B)(6) 2010, the lay user/reporter, the patient's mother, contacted lifescan to report the one touch ping meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 6:00 pm, the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. Twenty-four hours later, the patient experienced the symptom of frequent urination. The patient did not seek any medical attention or treatment. During the troubleshooting call, it was determined the meter's battery required replacement. The patient replaced the battery, however the meter still did not power on. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose level due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4).the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have pcb contamination . If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that the device would not power on with a known good battery. There was no pt use associated with the event.